Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2022. During the procedure, the stent first flange failed to expand after being deployed. The stent was removed partially deployed on the delivery system and a different sized axios stent was used to complete the procedure. There were no patient complications due to this event.